Event description:
Customer reports that her device read hi while the doctor's device read 107mg/dl. The comparison was reportedly performed within 10 minutes. No treatment received. No adverse event reported. No quality controls were used. Requested return of suspect devicfe and replacement was sent.